Event description:
The adverse event was discovered during fam and crossing the patent foramen ovale but catheters were removed and the reprocessed agilis sheath alone crossed the septum, resulting in the effusion. Physician noted resistance and then asked for contrast injection, performed showing effusion. The patient was under general anesthesia care for entire case. Ordered blood product standing by (never given) transthoracic echo showed 1 cm effusion. Physician decided to contact thoracic surgeon for consult. Sheath remained in position. Pericardiocentesis was performed and manually aspirated the pericardium. With resolution of pericardial effusion and reversal of heparin using protamine sulfate, the agilis transseptal sheath was removed from the body. Effusion continued to be monitored and centesis proceeded. After 1.5 hours. With confirmation of transthoracic echo and no longer being able to aspirate any fluid from the pericardium, they continued with the case and ablated a svc ra focal atach. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).